Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: a review of the receiving inspection (ri) for viper2 final tightener handle was conducted identifying that lot number gb123571 was released in a single batch. Batch1: lot was released on nov 2, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure when the surgeon was final tightening on the set screws the torque handle failed to torque and the final tightener shaft snapped off into the set screw. The fragment was flush and cold welded in the set screw so it was impossible to remove with an instrument. There was no surgical delay. There were no patient consequences. The procedure was successfully completed. Concomitant device reported: unknown rod (part# unknown, lot# unknown, quantity unknown) unknown screw (part# unknown, lot# unknown, quantity unknown) this report is for one (1) viper2 final tightener handle,. This is report 1 of 2 for (B)(4).